Event description:
Procedure: repair of diaphragmatic hernia. Pt gender: unknown. Reportedly, during the hernia surgery, a polypropylene mesh was fixed to the site with the protack instrument. Three days later, the patient was found to be suffering from pericarditis with effusion. A laparotomy was performed 4 days later. The surgeon found a hemorrhage of parietal origin at the point of one of the helix from the protack. A sternotomy was done with hemostasis of the small posterior intraventricular hole.